Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 2000ml exactamix eva tpn bags leaked after being filled with an unspecified solution. It was reported that one bag leaked right after pumping and the content was transferred to a second bag. The second bag began to leak as well. Later the same day, another bag was reported to have leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned, however companion samples were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.